Manufacturer narrative:
The insulin pump was received with normal operating currents. The battery alarm functioned properly. No unexpected low battery alarm noted. The device had button/keypads properly. No damage on keypads traces. No button error alarms noted during testing. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer staed nees to change battery due to low battery alarm but battery cap was stuck. Customer stated that he was trying to bolus and started scrolling up. Customer's blood glucose was 120 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.